Event description:
It was reported that this patient presented to the emergency room after multiple shock deliveries. Device interrogation of the event revealed repeated atrial pacing that induced a ventricular arrhythmia. Diagnostic imaging was performed and no abnormalities were noted in this system. The device data was forwarded to boston scientific technical services and the inappropriate atrial pacing was discussed. It was stated that the physician was able to reprogram the atrial-ventricular sensing delay to resolve the event. It is unknown if the patient's left ventricular assistance device (lvad) was involved in this event. The patient was stable and the system remains implanted and in-service.

Event description:
It was reported that this patient presented to the emergency room after multiple shock deliveries. Device interrogation of the event revealed repeated atrial pacing that induced a ventricular arrhythmia. Diagnostic imaging was performed and no abnormalities were noted in this system. The device data was forwarded to boston scientific technical services and is currently pending review. It is unknown at this time if the patient's left ventricular assistance device (lvad) was involved in this event. Reprogramming the atrial-ventricular sensing delay was discussed to resolve the event, but the event resolution has not yet been received. The patient was stable and at this time, the system remains implanted.